Event description:
Surgeons were using tap instrument from stryker lag screw tray #2. Upon placing tap in drill site within bone, tap snapped/broke off in patient's mandible bone. Surgeons had to drill the broken instrumentation loose from patient's bone in order to proceed with surgery.